Event description:
It was reported that the lead migrated in the pt's body. The device was removed after "readjusting" by the MFR. It was reported that nerve pain was severe and wounds at the base of the spine had to be packed for months. See MFR rep #3007566237201107344 for previous event.

Manufacturer narrative:
(B)(4).